Event description:
It was reported that after an uneventful insertion in the cath lab, the patient was returned to intensive care unit. Then the pump began experiencing helium loss alarms. The iab was removed and replaced without any complications.